Event description:
A physician reported the lens he implanted a week ago has something on the lens. He noticed it on two of the four patients. He said it is very mild but does have him concerned. He will try and get us photos next time the patient comes in. No additional information will be provided. Surgeon does not want to provide any data.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).